Event description:
Procedure: anterior rectal neoplasia. According to the reporter: there was leakage of the lineal suture in the rectal cul-de-sac (rectal anastomosis). A second procedure was performed two weeks later, because of dehiscence of the anastomosis. As a result, a colostomy was performed.